Manufacturer narrative:
The event occurred outside of the united states . While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that customer received low blood glucose readings on the meter while experiencing symptoms of hyperglycemia. The patient's blood glucose measured "hi" mg/dl on the hospital meter and requiring hospitalization; the treatment received was not provided. Readings did not match symptoms.